Manufacturer narrative:
One device was received for analysis. Service history review identified that the device had not been in service in the past. Visual and functional tests were performed. The customer's problem was confirmed as the downstream occlusion (dso) seal was found to be broken and defective. The dso seal was replaced. The device then passed all tests after the repairs.

Event description:
The customer returned the product for battery case and dso issue, during device analysis, a defective and broken downstream occlusion (dso) seal was identified. There was no reported patient involvement.